Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube, and cracked battery tube threads.

Event description:
It was reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 128 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).